Manufacturer narrative:
Additional info will be provided once the investigation is completed. A similar product (i.e. Same catalog #) with serial # (B)(4) was also implicated in this event.

Event description:
It was reported that the scissors were dull.